Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during scheduled follow up the hospital reported 3 episodes of inappropriate atp due to atrial fibrillation. The episodes were recorded in aida on (B)(6) 2023 at 18:11, on (B)(6) 2024 at 12:51 and (B)(6) 2024 at 21:55. No other therapies were delivered since the last visit on (B)(6) 2023.

Manufacturer narrative:
Review of the episodes recorded in the device memory showed that several treated arrhythmia episodes were stored since (B)(6) 2023. Ventricular rhythm was faster than the programming (160 min-1) and quite stable. On one of these episodes, before delivery of atp, cycle length of 499ms was observed. This length was not sufficient for the ¿af discrimination related ¿long cycle gap¿ detection¿ (¿stability+/acceleration¿) discrimination algorithm to be correctly classified as a ¿long cycle¿ (given the ¿long cycle gap¿ parameter was programmed to 170ms) therefore, the algorithm, misclassified what was most probably a fast conducted (and relative stable) af as being ¿vt¿. Therefore, upon reaching the programmed ¿vt persistence¿ (inappropriate) therapy / atp was delivered. Based on the available information, the algorithm / ICD functioned according to specifications.

Event description:
Reportedly, during scheduled follow up the hospital reported 3 episodes of inappropriate atp due to atrial fibrillation. The episodes were recorded in aida on (B)(6) 2023 at 18:11, on (B)(6) 2024 at 21:55. No other therapies were delivered since the last visit on (B)(6) 2023.